Event description:
Patient reported their dentist provided a letter of recommendation that they are to stop byte aligner treatment immediately. The patient has generalized periodontal disease, unknown to the patient. The treatment should have never been started. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.